Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated an illegal address power on reset was recorded on 2013-(B)(6).

Event description:
It was reported that the device had a power on reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.